Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that impedances were checked and although none were greater than 10,000 ohms, some were in the range of 5,000 ohms. The manufacturer representative was inquiring if those impedances were okay and what they might need to replace intra-operatively besides for the implantable neurostimulator (ins), as it was indicated that the patient was going to replace their primary cell device. It was reviewed that elevated impedances don¿t indicate a complete break in the system and that they may want to replace components if the impedance issues are on contacts that are affecting the patient¿s therapy. It was also reported that programming hadn¿t been that great for the patient. The manufacturer representative stated that the poor programming had been an issue since about six months prior to the date of this report. It was noted that the high impedances were observed on the date of this report in pre-op. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.